Event description:
Plantiff was performing routine insulin injections for approximately 45 diabetic inmates. After withdrawing the needle from the patient's skin with her right hand and proceeded to use her left hand to bring down the safety sheath/barrel on the safety-lok and needle, the safety sheath/barrel jammed causing her thumb to slide up the needle and resulting in prick to her left thumb.